Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture and sensing anomalies, >2000 ohms impedance and lead fracture.